Manufacturer narrative:
(B)(6). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during drilling into the proximal tibia with a 25mm needle the driver lost power. This occurred during resuscitation of a patient in cardiovascular arrest. It was not possible to place the io needle. The battery led lights green. No pressure was applied, no prosthesis or orthopedic procedure near the puncture site. Since the manual attempt to insert the io access was not successful a second attempt to place an io with a back-up driver was performed but the same issue occurred. As a result external venous access was obtained. The patient's current condition is unknown at this time.

Event description:
It was reported that during drilling into the proximal tibia with a 25mm needle the driver lost power. This occurred during resuscitation of a patient in cardiovascular arrest. It was not possible to place the io needle. The battery led lights green. No pressure was applied, no prosthesis or orthopedic procedure near the puncture site. Since the manual attempt to insert the io access was not successful a second attempt to place an io with a back-up driver was performed but the same issue occurred. As a result external venous access was obtained. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled, the driver was operable with a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 3.50 secs insertion 2: 2.97 insertion 3: 2.85 other remarks: hard profile (105 lbs/ft3) insertion 1: 8.75 insertion 2: n/a insertion 3: n/a. The unit failed the hard sawbone phase of testing with a complete stall on the first attempt at 8.75 seconds. No further testing was attempted. The complaint has been confirmed. The unit failed the hard sawbone phase of testing with a complete stall on the second attempt at 33.0 seconds. No further insertion testing was attempted. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 02/2009 and is approximately 8 years old. The complaint, "the driver lost power" has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.